Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 6 issue was verified in the pump logs; however, no failure was identified while based on the analysis, the alleged pump history issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 06 occurred. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. Additionally, it was reported that the pump history did not reflect accurate data despite being in use. There was no reported adverse impact to customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.